Event description:
Customer called reporting keypad issues on her insulin pump. Her blood glucose is 150 mg/dl. Customer states that the buttons are not responding. The numbers are not ramping up on their own. The scroll bar is not moving without input. Some buttons are responding, but others are not or are hard to press. The esc button is hard to press. The act button is unresponsive. The esc button navigates the status screen sometimes. The up and down arrows do not navigate screens. The device history showed no alarms. It was not dropped or bumped. The device was exposed to moisture two and a half years ago, when customer wore it into a hot tub. The lock key pad or child lock is not active. After a battery change, the buttons are still hard to press or unresponsive. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to slightly loose support disk. The motor was tested outside the device and passed. Unit received with intermittent buttons due to corroded keypad traces. No button alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The low reservoir feature was working properly. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window.